Event description:
A healthcare facility in (B)(6) reported that the tubing of an opt844 optiflow adult nasal cannula was found damaged before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of investigation.

Manufacturer narrative:
(B)(4). The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt844 nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Result: the customer has stated that the tubing of an opt844 nasal cannula was found damaged. Conclusion: we are unable to determine the cause of the reported damage to the subject opt844 nasal cannula. However, the damage observed was likely due to overtightening or pulling of the headstrap. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject cannula would have met the specification at the time of production. The setup instructions in the user instructions which accompany the opt844 nasal cannula include the following steps: "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." "Cannula can become unattached if not used with the head strap clip.". "Attach tubing clip to clothing/bedding to prevent cannula from pulling off face.". The user instructions also contain the following warnings/cautions: "do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety.".

Event description:
A healthcare facility in china reported that the tubing of an opt844 optiflow adult nasal cannula was found damaged before patient use. There was no patient involvement.